Event description:
New information received notes that the device was explanted. The patient was stable. It was reported during in clinic follow up that the implantable cardioverter defibrillator failed to be interrogated via inductive means. No intervention was done. The patient was stable and asymptomatic.

Manufacturer narrative:
The report field event of failure to interrogate anomaly could not be confirmed. The device image was reviewed by technical service, and there were no episodes associate with a loss of telemetry on the event date. The device was above eri upon received. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. The report anomaly could not be reproduced.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator failed to be interrogated via inductive means. No intervention was done. The patient was stable and asymptomatic.